Event description:
The physician was attempting to implant a 4.0mm diameter x 15mm length integrity rx coronary stent system to the proximal/ostial rca. The stent was successfully deployed. The physician experienced difficulty when pulling back the stent balloon post deployment. The lesion had moderate tortuosity and moderate calcification with 90% stenosis. Pre-dilatation was performed. The procedure was reported to be successful and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval codes: (moderate calcification/tortuosity, 90% stenosis). Conclusion: (moderate calcification/tortuosity, 90% stenosis).